Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, an MRI technician called in requesting medical information and additionally reported adverse events. On u/u/u, the patient had 2 cypher stents placed in rca for "occlusion". On u/u/u patient had 4 cypher stents placed in unknown vessel for "occlusion". It was reported that all stents may have been placed in u/u/2007 on 2 separate dates which could not be clarified further. It could not be clarified which set of stents were implanted first. The MRI technician reported that she had no time to talk, so no further information was obtained at the time of the call. (B)(4). The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. (B)(4). The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without further testing, it is not possible to determine the cause of this event. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. There is no indication that the event was related to a design or manufacturing issue, therefore, no corrective action is needed.

Manufacturer narrative:
The device will not be returned for analysis. Additional information will be reported within 30 days of receipt.

Event description:
As reported by medical affairs, an MRI technician called in requesting medical information and additionally reported adverse events. On u/u/u, the patient had 2 cypher stents placed in rca for "occlusion." On u/u/u patient had 4 cypher stents placed in unknown vessel for "occlusion." It was reported that all stents may have been placed in u/u/2007 on 2 separate dates which could not be clarified further. It could not be clarified which set of stents were implanted first. The MRI technician reported that she had no time to talk so no further information was obtained at the time of the call.